Event description:
Dr was performing a subcromial compression on the left shoulder; allegedly, after removing burr and before switching to another, dr noticed what appeared to be a 3" x 8mm sized abrasion on the left shoulder. Abrasion may be a result of burr head coming into contact with shoulder when removed from pt. No medical attention was necessary for the abrasion other than what is used routinely at the end of this procedure. The procedure was completed with no other pt impact.